Manufacturer narrative:
During testing at the service ctr corrosion due to battery leakage from the disposable batteries was noted in the case, battery door and middle printed circuit board. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr with a report form the customer that the device is faulty. No additional info was provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. This did not indicate a reportable malfunction. However, during testing at the service ctr corrosion due to battery leakage was found on the case, battery door and middle printed circuit board.